Manufacturer narrative:
The lens was returned cut into two pieces adhered with viscoelastic to the inside of the returned specimen cup. Power and resolution evaluation could not be conducted due to the returned condition of the lens. Qualified associated products were indicated. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia. The lens was exchanged in a secondary procedure. Additional information has been requested and received stating the patient could not adapt to the light refraction of the lens and complained about blurred vision at a distance, visual distortions, and glares. There are 2 files associated with this event. This is file is for the left eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).